Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging and six (6) photographs were submitted for evaluation. The provided photographs were visually inspected, and it was observed that the label and a caresite component were located outside the packaging. The caresite body showed dark specks, possibly resulting from burnt material generated during the molding process. The sample was visually inspected for inclusions and black / brown particulates greater than 0.5mm2 in size was observed inside of the caresite. Based on the investigation findings, the product was not within internal specification; therefore, the reported defect was confirmed. The defect observed is attributed to a fault during the manufacturing process, specifically burned material generated during the molding process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user stated that there is visible mold/foreign object inside the extension set. No injury reported.